Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The no delivery alarm could not be verified due to motor error alarm. It also had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and a no delivery alarm. The blood glucose at the time of the incident was 145 mg/dl. The no delivery alarm was resolved by a complete set change. The device was not exposed to a magnetic field and the customer was able to rewind. The customer stated the motor error alarm occurred often during basal. The device was returned for analysis.